Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she was experiencing blurry vision. The consumer stated that she was nearsighted before and did not have to wear glasses all the time and now she does. Medical records were requested and received. According to the medical records, posterior capsule opacification was observed. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/24/2010, 03/30/2010, 03/31/2010, and 04/02/2010 by phone, fax, and mail. A completed questionnaire was received on 04/07/2010. Medical records were received on 04/01/2010. (B) (4). (B) (4). (B) (4).